Event description:
The customer reported that the insulin pump was not delivering the correct amount of insulin. The blood glucose reading at time of call was 293mg/dl. The customer stated that the night before there was 13.0 units of insulin, and the next day in the morning the device had only 6.0 units of insulin left. The customer stated that the bolus wizard does not appear to be calculating correctly. Troubleshooting was performed. The customer stated that if her glucose level is high the wizard calculation seems low based on her settings. The customer did not feel comfortable and requested a replacement of the insulin pump. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.